Event description:
The customer alleged that during a surgical procedure that metal specks were seen in a patient's eye. The doctor was able to remove all large specs, but some smaller specs remained. There was no report of any additional medical intervention being required.